Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed and the patient was scheduled for a lead revision. During the revision the noise could be reproduced with patient movement. After disconnecting the device from the lead, there was no noise found on the lead. Therefore, the lead remained implanted and the device was replaced.